Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had intermittent stomach discomfort after the implant of the lead. The physician checked the patient's motor functions and it was reported upper and lower extremity functions were normal. A week after the implant the sjm representative met with the patient and determined the patient had been to the emergency room (e.r.) For swelling of the legs, knee, abdomen and face. The patient went to urgent care and it was recommended for the patient to go to the e.r. Regarding the swelling. The patient reported difficulty with walking due to the swelling. It was reported the swelling had subsided to some degree; the physician believed the swelling may have been related to the IV fluid administered during the surgery. The scs system remains implanted.